Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50 mg/dl range. Customer stated they are new to the pump and believe their basal rate at night needs to be adjusted. Customer drank juice to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.